Event description:
Allegedly patient had a conserve hip system (potentially resurfacing) implanted in his left hip on (B)(6) 2006 and had a left hip tha surgery on (B)(6) 2007. Reasons for change from a potentially resurfacing hip system to a tha system are unknown.